Event description:
It was reported that starting the night prior to report the patient thought the implant was ¿not working right.¿ the patient stated that they did not think the stimulation was on but they were ¿used to it¿ and they could ¿feel a little bit but not a lot.¿ it was noted that the caller was not able to adjust stimulation. It was noted that the patient observed ¿all¿ lights coming on the patient programmer but then only the patient programmer battery light while using the patient programmer. It was noted that the patient replaced the patient programmer battery with used/not fresh battery. The patient used a duracell battery. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 7435 serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0118223v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot# j0118223v, implanted: (B)(6) 2001, product type: lead. (B)(4).